Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was experiencing a no-power issue. Reportedly, evidence of moisture ingress was observed inside of the battery compartment and there was no evidence suggesting that the pump sustained any physical damage. Blood glucose greater than 250mg/dl, but less than 500mg/dl and with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 11/14/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history and black box data could not be downloaded due to the pump power failure. The returned battery cap was able to secure to the pump per the instructions for use (IFU). The battery compartment was intact. Evidence of moisture ingress was found inside of the battery compartment and on the underside of the battery cap; this device failure directly caused the reported no-power issue. The pump failed to power on, as confirmed by the absence of the auditory cue, vibratory cue, and visual display: the reported no-power issue was duplicated. The pump passed a leak test. The pump case was removed, and no further evidence of internal damage or defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.